Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer alleged under delivery because they had high blood glucose. The customer stated the blood glucose reading was 380 mg/dl and they treated it with insulin pump. The blood glucose reading during call was 320 mg/dl. The customer did the troubleshoot for under delivery and insulin pump passed both self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.